Event description:
Per the customer, there was a concern that a patient had hemorrhaged and that the triton canister readings were far off. Per the customer there was minimal if any amniotic fluid along with little irrigation used. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.